Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed blisters on his left side under the garment. The patient's physician instructed the patient to apply a band-aid to the irritation follow-up indicated that the irritation improved.